Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1200 sn: (B)(6). The returned ipg was analyzed and was fully charged in one four-hour cycle. Analysis of device data logs revealed no evidence of any anomalies related to premature battery depletion and the functional and electrical tests revealed no anomalies. However, the charging log also indicated that the patient had difficulty charging the ipg multiple times. A low charge current was noted (indicative of sub-optimal charging), resulting in a low battery voltage, which is a known factor that may contribute to charging difficulty. With all the available information, boston scientific concludes that the reported event was confirmed. A labeling review found that the user is instructed to properly align the charger for best charging results and to develop a charging routine that will keep the stimulator sufficiently charged to prevent a loss of stimulation. The data log confirmed that the user likely had difficulty properly aligning the charger and stimulator during charging.

Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.